Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55811015550, 510k# k122433, and (B)(4) is approved for market in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Date of initial surgery: (B)(6) 2017. Pre-op diagnosis for initial surgery: l2 burst. Type and level of initial surgery: posterior fusion was performed at l1-l3. Type of procedure: after performing posterior fusion at l1/l3 due to l2 burst, removal was performed because the screw was broken. Levels implanted: l1-l3. Device status reason : explanted-partial it was reported that on an unknown date post-operatively the patient underwent for posterior fusion in which screw was implanted at l1-l3. After initial surgery screw which was implanted at l3 on left side was broken after about one year. Due to which revision surgery was performed. The device was come in contact with the patient. Broken implant fragment was partially remained in patient. The broken screw remained in the vertebral body. No patient complications were occurred due to this event.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately ~1 thread down from the base of the bone screw head. Microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Microscopic examination of the fracture surface identified and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. The above observations are consistent with cyclic fatigue. X-ray review: post-op x-ray for l1-l3 stabilization for burst fracture were provided. Delayed post-op imaging shows a fracture of one of the l3 screws. These appears to be a minimally invasive construct, it is unknown if bony arthrolysis was attempted. At this mobile segment, even if healing of the fractured vertebral body occurrs, motion between l1 and l2 and l2-l3 might contribute to evident hardware failure. If information is provided in the future, a supplemental report will be issued.